Manufacturer narrative:
(B)(4). Correction date of event, (b)(64) 2014. Correction: relevant tests, angiography (B)(6) 2014. Correction: device available for evaluation, no. Correction: implant date (B)(6) 2014. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the balloon ruptured during inflation due to soft plaque. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
Subsequent information received: it was reported that the procedure was to treat a calcified left anterior descending artery. An unknown xience balloon ruptured during inflation at 20 atmospheres due to soft plaque in the vessel. The stent was deployed and the procedure was completed without additional issues. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.